Event description:
It was reported that the right ventricular (rv) pacing impedance has been gradually rising and an alert triggered. Capture and sensing had not changed. The alert threshold was increased and the lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.